Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a scheduled outpatient transesophageal echocardiogram and cardioversion. Interrogation revealed atrial lead undersensing and loss of capture. A chest xray conveyed atrial lead dislodgement. Their symptoms were unknown. A lead revision was anticipated, but had not yet been performed.